Event description:
An adc customer's father reported that his daughter received an adc meter reading of 173mg/dl, was experiencing 'symptoms of hyperglycemia' (none specified) and lost consciousness. Paramedics were called and customer was transported to a health care facility and an hcp meter obtained a reading of over 600mg/dl. Her parents reported she was diagnosed with severe hyperglycemia, experienced a diabetic coma with brain edema and was admitted to the ICU for 6 days for treatment. No specific treatment was reported. It was discovered during troubleshooting with parents, the adc meter had been calibrated to a different strip lot rather than the lot in use. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Note: per label copy: improper calibration will cause incorrect results. The customer's meter sn is unknown therefore the manufacture date is unknown. The customer's product has been requested back for investigation, and a follow-up report will be submitted with investigation results.